Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the outer insulation had become bunched in the area approximately 60mm from the terminal pin, just distal of the terminal boot. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Although inspection identified bunching of the external insulation, this did not impact the functionality of the lead. No lead issues were noted that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing and delivered inappropriate shock therapy. It was determined that this lead had dislodged. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not available for analysis, as it was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing and delivered inappropriate shock therapy. It was determined that this lead had dislodged. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.